Manufacturer narrative:
(B)(4). Previously reported on pr# (B)(4) with MDR# 3030677-2015-02504. Device was not returned for investigation.

Event description:
It has been reported that device voice prompts are not functioning correctly.